Event description:
Pt to or for tah on 9/8/97 at 700 am. Dx. Chronic pelvic pain, leiomyoma. Returned to or on 9/9/97 at 1030 am. For evacuation of retroperitioneal hematoma & control of bleeding. Physician communicated concern of staple line bleed to product representative.